Event description:
It was reported due to a plugged atrial port, the lead polarity needed to be programmed in the pacemaker to alleviate the interlock associated with implant detect. This would remedy the lack of longevity and diagnostic data. The system remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.